Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came into the hospital beginning of august due to reduced pump parameters and decreasing physical condition. According to the attending physician, first analysis was due to a suspected blood path thrombosis by the clinic, which was seen in computed tomography (CT). No pictures, and screenshots were provided yet. A short increase of the pump parameters were seen afterwards but the issue recured after some days. Therefore, another CT scan was done and showed still a compression between the bend relief and the graft. Extrinsic outflow graft obstruction (eogo) was suspected. Due to the suspected eogo, a stenting of the graft inside the affected area was scheduled and performed on (B)(6) 2025. The procedure went straight forward, and the parameters went back to normal values. The patient was still in follow-up in the clinic but was clinically stable at all. No further events were reported yet. The alarms were low flow.

Event description:
It was further reported that there were not any changes to patient condition or anticoagulation status that may have contributed at the time. CT images were not available. It was unknown whether the patient had any symptoms. The treatment resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was unable to be confirmed as no images were provided for review, and the device remains in use. Review of the submitted log files confirmed low flow alarms; although a specific cause for the low flow events could not be conclusively determined, it was reported that the alarms resolved following the graft stenting procedure. The submitted controller event log file contained events from (B)(6) 2025. An atypical decrease in flow was observed on (B)(6) 2025, resulting in intermittent low flow alarms captured through (B)(6) 2025. Of note, flow appeared to be dynamic from (B)(6) 2025, fluctuating from below the low flow alarm threshold up to the patient's baseline. On (B)(6) 2025, multiple low speed and pump stop events associated with low flows were captured; these events appeared consistent with the reported stenting procedure performed on (B)(6) 2025, and resolved later that day. Flow then returned to baseline and the pump operated as intended at the stored patient speed for the remainder of the file. Additionally of note, review of the submitted controller periodic log file revealed a gradual decrease in flow over several months leading up to the events captured in the controller event log file. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.